Manufacturer narrative:
Zoll has not received the lifeband in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
Zoll received a medwatch report #mw5174143 on 10 september 2025 for the event reported below: autopulse band broke after 20-25 minutes of use. Autopulse stopped compressing. Band was replaced with new one. Autopulse continued to error and stop compressing during 30 min transport to hospital.the patient's status information was requested, but the customer did not provide a response.